Event description:
Metal pieces fell into pt during a lumbar laminectomy. The doctor was drilling, when a loud pop was heard. Then metal pieces fell into the pt. The pieces were retrieved and surgical site was irrigated with antibiotics. A back up unit was used to finish the case. No additional problems experienced. No pt impact.